Event description:
The complainant purchased two eye masks (warm/cool packs) to treat the swelling and darkness around eyes caused by a previous infection (allergic conjunctivitis). Complainant alternated the application of these packs for approx 24 hrs. As one became warm they replaced it with one from the refrigerator and replaced it with the warm one. During this time noticed a tingling/mild burning sensation but attributed it to the coolness of the packs. Stated that the packs only came in contact with the blister pack, not in contact with the interior of the refrigerator or its contents. Two days later complainant was awakened by a relative who asked if they had seen their face. Complainant then went to a mirror and saw that eyes were swollen and the skin around them looked as though it had been burned. Went to the med ctr and they gave a prescription for prednisone and benadryl. The next day, complainant then contacted an atty then saw a dermatologist who stated that they could be having an allergic reaction to the medication previously prescribed. He prescribed a salve to apply around eyes. The complainant stated that this burned around eyes and discontinued the use of the salve. The following day complainant's eyes were swollen shut and returned to the med ctr and the drs there stated that dr was incorrect, that complainant was not having an allergic reaction to the medicine they prescribed. They stated that the dosage of prednisone was too low and gave an injection of 40mg of prednisone. The complainant has a latex allergy and states that they scrutinize anything they buy because of that. Complainant stated that there is no labeling stating that the masks contain latex, but they suspect that it may contain latex. Pt continued to miss work because of injury.